Event description:
The customer contact reported that during preventive maintenance testing at the user facility the device was overheating, was hot to the touch and displayed malfunction alarm s233 (over temperature). It was also reported that the device fan was not audible when the device was powered on. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the device did not pass the temperature test and was warm to touch during use. The fan was not rotating fast enough causing the psc ambient temperature to exceed and the device generated s233 error. Symbiq device has an internal fan that turns on either when the battery is charging, or when the internal temperature is too high. The fan will turn on if the temperature sensor on power supply controller is greater than 70 degree c. The fan is supposed to keep the psc temperature below the s233 threshold value. S233 malfunction occurs when the temperature in symbiq psc subsystem is greater than 75 degrees c. The probable cause was due to a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.